Manufacturer narrative:
Complaint confirmed: upon receiving the device, there was a deformation on the back of the device that the complaint was about. The silicone was peeled back, and the device was opened to investigate into the assembly of the device. Upon opening the device, with observation, the wires were pinched and exposed which contributed to the malfunction of the device during the usage of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a case, the surgeon stated he felt an electrical pulse sting when he was pressing the coagulation button. Later on, in the case, he was pressing coagulation button again and felt the electric pulse again, on his long finger. Handpiece burned his finger. There was no permanent impairment to the doctor and intervention was not necessary. The handpiece was flipped over and a burn mark was discovered on the green portion of the handpiece. Additionally, it was stated that the rep noticed that the hose was not connected to the device, appeared to have been pulled out of the handpiece. There was a reported delay of less than one hour and no impact to patient outcome.